Event description:
It was reported that the catheter was difficult to flush. When removed a kink at 35 cm was noted. Event occurred during use. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The returned product sample was evaluated, and a kink was observed between the 34 cm and 35 cm depth markings. Dimensional measurements of the catheter tubing near the kink site found no abnormalities and no damage or abnormalities were seen which could have potentially contributed to the kinked tubing. The specific circumstances surrounding how kinking occurred were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information: no patient impact or change of treatment reported. No other action taken.